Event description:
It was reported that a review of an electrogram (egm) which was transmitted via remote monitoring logged a ventricular tachycardia (vt) episode and analysis showed noise on this right ventricular (rv) lead which was sensed resulting in pacing inhibition in a dependent patient. There were twelve episodes of the same noise detected with the available egm¿s all showing intermittent noise. Discussion with the cardiac technician noted to have the patient to be admitted to the clinic as soon as possible to reduce the sensitivity to prevent further episodes of noise/oversensing resulting in pacing inhibition with a revision of this rv lead. No adverse patient effects were reported. This lead remains implanted to date. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).